Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer has not accepted the proposal for service. No further information is available concerning checkout and repair information.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.